Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿didn¿t really work¿ for the patient. It was further reported the ins ¿didn¿t reduce their chronic pains and it hurt them more than it helped them.¿ the ins ¿seemed to have increased pain¿ for the patient. The patient¿s ins was to be explanted as a result of the issue. A supplemental report will be filed if additional information is received.